Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted the distal and defib conductors are distorted. There is blood/body fluid in the distal conductor (not obstructed), blood in/on the helix/lobe mechanism and the sleeve head. There is deformation/fracture in 5 cm proximal section of the inner coil and extension problems. The lead was received with the helix fully retracted and the distal conductor distorted within the connector. The blood in the distal connector most likely entered through the is-1 pin because no insulation breaches were observed. Damaged at implant.

Event description:
It was reported that during implant attempt, the helix screw would not deploy. The lead was not used. There were no patient complications reported as a result of this event.